Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2011, the pt was implanted with a gore excluder aaa endoprosthesis featuring c3 to treat an abdominal aortic aneurysm. During the procedure it was reported that it was difficult to cannulate the contralateral gate. The physician was finally able to cannulate the gate and a contralateral leg component was successfully deployed. On (B)(6) 2011, a routine computed tomography revealed a kink in the proximal portion of the ipsilateral leg at the level of the gate. On (B)(6) 2011, the ipsilateral limb was ballooned and the physician implanted an expandable icast stent to treat the kink. The pt tolerated the procedure and no further complications were reported.